Event description:
Purchased sona pillow -FDA #k040161-and used according to instructions. Resulted in disabling neck pain. Wanted to return the "medical device" and was told by company -sleep devices inc.- it was not returnable due to FDA regulations.** I researched the FDA approval of this "device" and found it was approved "under 872.557, intraoral devices for snoring and obstructive sleep apnea." Please note, this is not an intraoral device - it is a pillow that you place your head on during sleep. **quote from www.sonapillow.com "returns/policies federal laws on returning bedding products are similar to the laws governing the return of underwear. Furthermore, the sona pillow is a personal medical device. Used medical equipment cannot be returned, unless there is a mfg defect in the product."